Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the long attachment device became unusually warm. It was not reported if the device was used in a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found the device had worn components: bearings. It was also noted that the ball bearings fell apart, was missing balls, the cage-did not exist, and the extension sleeve was damaged. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion. Therefore, the reported condition of the device becoming unusually warm was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.